Event description:
It was reported the device went to por (power on reset) parameters. The device was reprogrammed back to the original parameters and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data was collected from the device and analyzed. A low severity por (power on reset) occurred on(B)(6) 2009, from which the device should be able to fully recover.